Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
The hospital reported to the consultant: the depth gauge is broken at the wire and the body of the gauge. There was no patient involvement. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. A review of the product drawings showed that the slider, as well as the probe, were both designed with the correct mating threads,internal and external. There is also an appropriately placed pin to further hold the probe in place. The visual inspection revealed the instrument returned was missing two components. The needle component was sheared off at intersection with slider body and was not returned for evaluation. The protection sleeve component was also not returned. Because the needle component was not returned for evaluation, all features related to this complaint could not be verified during this evaluation. Therefore, this complaint is indeterminate from a manufacturing perspective.